Manufacturer narrative:
The device was returned to olympus for inspection, and an error e227 (scope communication error) was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication error. The issue had occurred during colorectal fibroscopy diagnostic procedure which had completed with the same device. There was no report of patient harm.